Manufacturer narrative:
(B)(4). Date sent 9/16/2025. Additional information was requested, and the following was obtained: 1. Please provide device details for each device (product code/lot#/batch#) na 2. Was the device locked on tissue with the anvil closed? The device had already been fired and 4 ½ turns were done. Unable to get stapler out when rotating the 90 degrees to release stapler 3. If yes, what steps were taken to open the anvil. 4. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes fa did do 4 1/2 rotations. 5. If the anvil could not be opened, how was the device removed. Another full 360 rotation was done and device came out but a leak ensued on the anastomosis 6. Was the device not able to be removed and subsequently the tissue was cut? Yes 7. How was the issue addressed? Surgeon had to oversew anastomosis 8. Could you please clarify if there were any patient consequences? No patient consequences other than prolonged or time due to having to resew anastomosis 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None.

Manufacturer narrative:
(B)(4). Date sent 8/29/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, that the stapler would not come out after the anastomosis. The sales rep stated it started a leak when they try to take it out. The anastomosis tore and the surgeon needs to sew the anastomosis back. They were having a hard time removing the stapler after the anastomosis was made.